Manufacturer narrative:
Evaluation: our evaluation of the returned extraction balloon confirmed the report. The balloon material exhibits a split. This was confirmed through a visual examination. A small section of the balloon material is missing. The condition of the balloon material prohibits balloon inflation and device usage. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A split or rupture in the balloon material can occur if added pressure was applied during extraction. The instructions for use direct the user to gently withdraw the inflated balloon toward the papilla. The instructions for use contain the following warning: "do not exert excessive pressure on ampulla while extracting stones. If stone does not pass easily, reassess need for sphincterotomy." Prior to distribution, all fusion extraction balloons with multiple sizing are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
On (B)(6) 2011, the following information was provided to cook: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion extraction balloon with multiple sizing. The balloon reportedly popped in the common bile duct (cbd) the second time it was inflated. The reporter indicated there were no tight strictures and the stones being extracted were very small. The initial reporter indicated a section of the device did not remain inside the patient's body. On (B)(6) 2011, the extraction balloon was received for evaluation. Upon evaluation, we confirmed a small section of the balloon material to be missing from the extraction balloon. Although the initial report indicated that no section of the device detached inside the patient, the results of the evaluation was communicated to the initial reporter. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.